Event description:
It was reported that the procedure was to treat a distal-medium interventricular artery (iva) lesion. The lesion was pre-dilated with a 2.5 x 20 mm semi-compliant balloon at 14 atmospheres (atm) for 15 seconds. A second pre-dilatation was performed with a 2.75 x 20 mm non-compliant balloon at 18 atm for 15 seconds. The absorb scaffold was successfully implanted at 14 atm for 30 seconds, without any issue. The reference diameter reached was 2.89 mm. The delivery system was retrieved with some resistance. The physicians opinion was that the resistance was due to calcification located proximal to the lesion. There was no resistance between the balloon and the deployed scaffold. The lesion was then post-dilated with a non-abbott 2.75 x 15 mm non-compliant balloon at 16 atm for 16 seconds. It was reported that some resistance was also noted with the post-dilatation balloon, also thought to be due to the calcification located proximal to the treated lesion. The calcification was not treated. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Though the device absorb bioresorbable vascular scaffold (bvs) system is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product listed and the PMA# listed are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.